Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead exhibited a high capture threshold. The atrial lead was explanted and replaced. The patient remained stable throughout the procedure.